Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for the unknown inferior endplate for an unknown prodisc-l implant. Implant date: unknown date in 2007 or 2008. Explant date: device has not been explanted yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient reported leg pain and popping postoperatively. On an unknown date in 2007 or 2008 the patient underwent a disc arthroplasty procedure at l5-s1 with prodisc-l. The patient was doing fine until a recent postoperative follow up on an unknown date during which the patient reported leg pain and hearing and feeling popping from the site of the prodisc l implant. The surgeon was unable to find any malposition or implant failure with x-rays, date taken unknown. At this time there is no planned reoperation or revision. Prodisc l remains implanted in patient. This report is for the unknown inferior endplate for an unknown prodisc-l implant. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.